Manufacturer narrative:
The device was not returned for analysis. However, photos of the suture were provided. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on review of the photos provided, the reported suture frayed may have resulted from loading technique of the suture into the gated suture trimmer (gst). If the suture is not loaded correctly into the gst slider knob window, it can snag the suture. When the gst is advanced it can then subsequently create a fray on the suture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, after the device was removed the suture was frayed. The suture was cut, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.